Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 2.75 x 8mm nc trek referenced is being filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat a de novo lesion with mild tortuosity and heavy calcification with mid right coronary artery (rca). Dilatation was attempted with a 2.75 x 12 mm nc trek; however some resistance was felt during advancement due to the anatomy and the proximal shaft broke. The broken section of the proximal shaft was outside the anatomy; therefore was withdrawn with no issues. A new 2.75 x 8 mm nc trek was used, but again similar occurrence happened, the shaft broke during advancement. A new 2.5 x 12 mm nc trek was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.